Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that there was retrograde conduction with biventricular or left ventricular (lv) pacing being sensed on the atrial channel, leading to a "chaotic rhythm" with pacemaker mediated tachycardia (pmt) detected by the device. During atrial pacing the patient developed third degree atrioventricular block; provocation tests during the patient's intrinsic rhythm did not show any of "[t]he short (atrial) sensed intervals [that] were likely the result of retrograde conduction as a result of lv pacing." The pacing mode was reprogrammed to ddd with right ventricular pacing only. The device remains in use; the lv lead remains in place, but is electrically abandoned. No patient complications were reported as a result of this event.